Manufacturer narrative:
A two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. Not returned for investigation to date.

Event description:
Complaint received regarding one (B)(6), bifuse add-on set w/bag spike, spiros w/red cap, vented cap and non-dehp tubing, lot# is unknown. Report states; leak of product on the connector between perfusor and connector. Unprotected chemo exposure reported, follow up with the facility the clinician was wearing proper ppe and there was no contact with the patient.. No adverse patient consequences reported.